Event description:
It was reported that the device was used during a laparoscopic radical nephrectomy, the plastic joining the 2 rings broke. Case completed with another device of the same product code. No pt consequences.